Event description:
The user received a questionable result for ion-selective electrode sodium (sodium) on the cobas integra 800 analyzer. One patient sample was involved in the event which gave discrepant results. The patient sample type was plasma collected in a lithium-heparin plasma tube with gel-barrier. The original result was 128 mmol/l. The sample was repeated four times which yielded sodium results of 137, 136, 138 and 137 mmol/l. The patient was not affected as the original sodium result was not reported outside the laboratory. The electrode lot number for sodium was 21502437. Although the field service representative could not determine an exact cause of the event, he found a gel like substance on the tips of the sample probes. He cleaned the sample probes. Performance tests were run with no further problems found.